Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s sleep/wake button was intermittently unresponsive, with inconsistent haptic feedback, and no visible damage to the device or button; firmware was updated and the user planned to monitor post-update. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview and in-field troubleshooting, including confirmation and installation of available firmware updates. Investigation of this case revealed an unconfirmed intermittent user interface responsiveness issue associated with the sleep/wake control, with no confirmed device malfunction after the firmware update. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further observation.